Manufacturer narrative:
Product complaint#: (B)(4). Attempts to obtain the following information have been made and the following was received. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. Please confirm lot number is not available. No further information is available. Since the device is not available for evaluation, are product pictures available? No photos are available. No further information will be provided.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a reservoir was used. During surgery, before opening the package, it was found that there had been a foreign substance like a hair in the sterile package. It was not used. The lot number is unknown. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient. Additional information has been requested.